Event description:
It was reported that during the procedure, the device entered case saver mode, displaying error codes 63 (brick 1 not working case saver mode) & 83 (brick 1 lamp has aged); and due to this, the procedure was cancelled. No patient issues reported. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation. Status is unknown.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). Error 63 was noted in the system log. A service self test was conducted, confirming that brick calibration values were within acceptable limits. The optical components were cleaned, and no physical damage was detected. All beam modes and alignments were verified to be within specification. The laser was operated under multiple parameters, and the error could not be replicated. The customer was advised to continue monitoring the systems performance and report any further irregularities. The laser meets all bsc specifications and is cleared for clinical operation. Although the allegation was confirmed, the most probable cause of the reported issue cannot be determined due to insufficient evidence. Based on review of all information available and analysis results, a conclusion code of cause linked to device but unable to trace more specifically was assigned to this investigation.

Event description:
It was reported that during the procedure, the device entered case saver mode, displaying error codes 63 (brick 1 not working case saver mode) and 83 (brick 1 lamp has aged); and due to this, the procedure was cancelled. No patient issues reported. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.